Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: evaluation revealed that the keypad was peeling from base. There was no other damage to the keypad. All keys are responsive. Investigators removed the keypad and there was no evidence of contamination on key contacts. The bolus button cover detached/missing. The battery compartment was cracked in two places: below bumper pad and between bumper pad and top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/06/2016.